Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6) batch: 7078747. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patients leads migrated 2-3 vertebral bodies which was confirmed via computerized tomography (CT) scan. Therefore, the patient underwent a revision procedure during which the leads were explanted and replaced with new leads that were placed bilaterally at midline in the thoracic area. Postoperatively, the patient awoke from anesthesia with new onset pain in the left toes. The physician assessed the new pain was due to impacting a nerve during the lead placement. Therefore, the patient was hospitalized overnight. During postoperative programming, coverage of the targeted pain area was successful and the new pain in left toes was improved to the patient's satisfaction. The explanted devices will not be returned as there were unable to be released from the medical facility pathology department. Additional information was provided that during hospitalization the patient was given medication to resolve the toe pain.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025 additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7078747 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patients leads migrated 2-3 vertebral bodies which was confirmed via computerized tomography (CT) scan. Therefore, the patient underwent a revision procedure during which the leads were explanted and replaced with new leads that were placed bilaterally at midline in the thoracic area. Postoperatively, the patient awoke from anesthesia with new onset pain in the left toes. The physician assessed the new pain was due to impacting a nerve during the lead placement. Therefore, the patient was hospitalized overnight. During postoperative programming, coverage of the targeted pain area was successful and the new pain in left toes was improved to the patients satisfaction. The explanted devices will not be returned as there were unable to be released from the medical facility pathology department.